Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified vessel. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The damage position was 3cm from the mark point. The procedure was completed with another of the same device. No complications were reported, and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 18mm in length and extended from a position 1mm proximal of the distal markerband to 19mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both of the markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified vessel. A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The damage position was 3cm from the mark point. The procedure was completed with another of the same device. No complications were reported, and the patient's status was stable.